Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed signs and symptoms of maroon and bright red, blood-colored stools. The patient complained of fatigue and dyspnea. On (B)(6) 2016 the patient was admitted for gastrointestinal bleeding and was transfused with eight units of packed red blood cells. It was reported that the gastrointestinal bleeding resolved on (B)(6) 2016.